Event description:
Following a diagnostic procedure, an angio-seal device was placed. Immediately following device deployment, bleeding was noted which was managed with light digital pressure. Following removal of the post-placement tension spring, the pt's foot was noted to have turned blue. The pt was taken to the operating room where the device anchor was found to be perpendicular to the vessel & the device collagen was found to be intra-arterial. The device was removed & flow was restored. As of 3/13/1998 there has been no further report of complication or pt sequelae made to the MFR.